Manufacturer narrative:
(B)(4). (B)(6). The field service specialist (fss) visited customer site, inspected the signature system and found the error 2012. Fss reseated all printed circuit board (pcb) and connectors (instrument manager pcb, advantech and ethernet cable) and checked the system as per amo field service check list. The unit was found to meet abbott medical optics specifications. All pertinent information available to abbott medical optics has been submitted.

Event description:
The account reported that error 2012 (instrument host timeout error) occurred on the whitestar signature system. There was no patient involvement and no patient treatment delay or cancellation was reported.